Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported during intraocular lens (iol) implant procedure, noticed that the leading haptic inside company autonome was folding too tight or folding in a bit abnormal angle but still could be able load into patient eye in normal way. There are two medical device reports associated with this complaint. This report is 2 of 2.